Event description:
Caller reported a malfunction on the pump but noted that no significant events occurred beforehand. The malfunction code displayed was malf 15, and it was resettable. There was no impact on the customer¿s blood glucose level, keeping under 500 mg/dl. To resolve the issue, cts provided pump reset information and assisted the caller in resetting the pump, after which the code did not recur. Customer may continue using the pump without further issues.